Event description:
It is reported that in 2004, devices were implanted for repair of displaced fracture of proximal one-third of the left femur. Pt returned to the e.r. About three months later with refracture of left proximal femur due to failed hardware. X-rays were taken and indicated the lower six screws in the left femoral shaft were disrupted allowing the distal femoral fracture fragment to displace medially by two-thirds of the femoral shaft in addition to the overlap of 2 cm. The proximal portion of fixation device remains in place. Broken screws were removed and reapplication of the 10-hole plate with 6 distal screws & 2 cables in the distal fragment and 2 each 20" wires, cerclage wire in the proximal segment.